Event description:
Customer reported over infusion of heparin; heparin 250ml in hospira bag 25,000units/250ml. Two rns set up heparin infusion to run at 1000u/hr started at 08:15 am. On hour later, another rn found the bag with 50ml left. Labs drawn in emergency dept and pt was admitted to ccu. Reportedly, stable in 2009. The reported overinfusion of the drug heparin was verified in the event log analysis based on the reported concentration for the drug administered. The reported concentration was to be 25,000units/250ml. The intended concentration 25,000u in 250ml was available in dataset yet user chose custom concentration. The operator used the custom concentration from the guardrails software and entered the concentration as 1000units/250ml; _ units in _ ml. The system calculated the rate as 250ml/hr. This error in the concentration entered resulted in the calculated rate to be approx 25 times greater than was expected. The rate of infusion was expected to be 10ml/hr. This programming error is the cause for the bag emptying prematurely. The results of the log analysis were reviewed with the customer and recommended review of the dataset with custom concentration availability for heparin.

Manufacturer narrative:
Pt info requested and all available info as of 2/11/09 is included.